Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the analysis of the provided field data logs confirmed multiple suction alarms and a reduction in pump flow approximately 1-hour into the case. Furthermore, motor current became slightly less pulsatile at this time. Visual inspection of the returned pump revealed some minor tissue residue near the optical sensor but no other abnormalities. The pump was ran in a basin of water at p-9 and p-5 with pump flows of 3.7lpm and 3.0lpm, respectively. The root cause of the low pump flow was determined to be most likely ingested biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, there was a decrease in pump flow. The pump was ultimately removed, and the patient was deemed stable.